Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer's adc freestyle libre sensor detached on day 12 of wear due to exposure to moisture. On (B)(6) 2020, as a result of not being able to monitor her blood glucose, the customer became hyperglycemic and went to the hospital where she was diagnosed with hyperglycemia and treated with insulin (dose unknown) and IV fluids. There was no report of death or permanent injury associated with this event.